Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the shoulder arthroscopy, the device activated on its own and began to coagulate. As a result, the device overheated and the tip turned red. In addition, the device began to smoke. Since the device was inside the patient¿s arthroscopy portal at the time of the incident, the tissue was superficially burned; however, this was removed during wound closure. No foot switch was used to operate the device. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.